Event description:
The device was used during a pancreatic jejunostomy procedure. Reportedly, the staple line was incomplete. The surgeon converted to a laparotomy and sutured to complete the procedure. A blood transfusion was required for the loss blood. The hospital has reported the pt's condition is satisfactory.